Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during incoming inspection, the autopulse platform would not power on, when used with functioning batteries. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no damages to the platform. Review of the archive was performed and it shows no sessions occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue that "the platform does not power on with good known working batteries" was able to be reproduced. The platform powered up with a nimh battery, however, it would not power up with a li-ion battery. It was found that the power distribution board was at fault. Based on the investigation, the part identified for replacement was the power distribution board. In summary, the reported complaint that "the autopulse platform does not power on with good known working batteries" was confirmed during functional testing. The fault was found to be due to the defective power distribution board. Upon replacement of the power distribution board, the platform passed all testing criteria.